Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was 99% stenosed which was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.0x12mm maverck2 monorail balloon ruptured inside the patient's body. It is unknown how many inflations and to what atmospheres. The procedure was completed with a different device. The patient status is listed as good with no complications reported. Multiple attempts to obtain additional info had been unsuccessful.

Manufacturer narrative:
As the unit has not been returned the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch of device that was used in the procedure is not possible as the batch number is unknown. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure the performance was limited.